Manufacturer narrative:
(B)(4). The homechoice device was returned for evaluation. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 13:35:04. During night drain cycle one, the patient's ultrafiltration reading was 303 ml, indicating the home patient drained 303 ml more than their maximum programmed fill volume of 300 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.